Event description:
Philips received information from a customer site that image orientation is reversed either vertically or horizontally when data sets are transferred from the bright view spect system to the jetstream workspace station and then sent to pacs. The customer reported that for dual images only one image appears in the pacs system. The customer sent copies of images to the philips customer care service center for evaluation. The customer adjusted and recalibrated the brightview tilt as asked to do by philips engineering. Image orientation was still reversed. There was no report of misdiagnosis at the site. The images on the jetstream workspace station are displayed correctly when being processed or reviewed.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. Philips engineering investigated the issue and found that the double entry string is due to an invalid value in the dicom field for detector orientation. The camera software allows a maximum of 16 characters for the patient image orientation field; in certain cases, the value for one of these fields exceeds 16 characters and the system uses the exponential form of that value (ex: if the value was 0.00000061234567891234567, the system would use the exponential form 6.1234567891234567e7, but the 16 characters visible would be 612345678912345. The 6.1234567891234567e7 is truncated and is then shown as a value greater than 1, violating the rule that the values be between -1 and 1). Philips field service engineer (fse) tested the system and adjusted the tilt pot assembly, performing the tilt calibration pre-programmed motion on the system. The customer was provided the following workaround in a customer letter: adjust the tilt on the brightview spect or place a marker during an acquisition to indicate the right side of the patient or add annotation to the images to indicate the position. (I.e. Rt ant lt, lt post rt, etc.) Of the patient study prior to sending it to the pacs system. Internal cross ref complaint pr# (B)(4). Final MDR mailed on (B)(4) 2013.